Event description:
Terumo medical corporation received the reported information. The patient underwent femoral artery occlusion via 6 french device. Upon opening the carrier tube, it was found that the crack at the tip collagen sponge was too large, preventing it from being inserted into the sheath for further use. The procedure was completed by replacing it with another device of the same model. Additional information was received on 21dec2025: there was no actual damage; however, the slit feature was visible. The components were not attempted to be mated. The procedure was completed successfully. The patient was stable.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: date of birth: requested, not provided. A4: weight: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: establishment name: ((B)(6) hospital) e1: phone number: unknown. E3: occupation: unknown. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
H6: investigation findings - code 213 is based upon the evaluation of user facility information and the investigation of the photo provided; code 3221 is based upon no sample returned. This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. This reported event has been reassessed and deemed not reportable based upon the investigation of the actual sample. The sample was not provided for investigation; however, a picture was provided. The picture shows the tip of the carrier tube. The bypass tube is present on the device distal tip. No abnormalities are noted on the device. The picture shows the carrier tube with the bypass tube on the distal tip. No abnormalities were noted with the carrier tube. Therefore, the complaint cannot be confirmed for a device failure. The crack mentioned in the complaint description is referring to the carrier tube slit, which is a feature of the device. The device history record review determined the device was in a conforming state when released from terumo control. There are no indications manufacturing issues may have led to this event. No action is recommended since this risk evaluation is within the predetermined limits. Therefore, this event is currently deemed a non-reportable event.